Event description:
Consumer called the retailer asking why the product breaks. He stated that he has noticed that sometimes when he uses the pick, a piece of it will break off. He stated that usually he catches it and spits it out, however sometimes he is not able to find the piece that broke off. He would like to know if it's dangerous and if he has update: consumer guessed that maybe 1/8th of an inch would break off. Sometimes he would re-use the flosser, it depends. Consumer no longer had the broken flossers to return